Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device indicate ¿local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal.¿ a review of the manufacturing and sterilization records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient got the surgery on (B)(6) 2016 due to hydrocephalus. According to the report the patient developed a fever and an intracranial infection. The report stated that the device was explanted on (B)(6) 2016. Reportedly, the patient is stable. It was later reported that the device did not cause or contribute to the patient's fever or infection. It was also reported that the device did not malfunction and was working properly. Reportedly, the patient does not currently have an infection and is doing okay.

Manufacturer narrative:
The returned peritoneal catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device indicate that ¿local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal.¿ a review of the manufacturing and sterilization records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.